Manufacturer narrative:
(B)(4) date sent: 11/20/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a visceral procedure, the clips did not hold after placing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # = m90u5r. The analysis results of the er320 device found that it was received with a clip in the jaws and partially cycled; the clip was removed in order to inspect the jaws and they were found to be misaligned. Furthermore the shroud top was noted to be broken. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 11 scissored clips due to the misaligned condition of the jaws and then 1 conforming clip was fed and formed; in addition, the device locked out as intended. Possible causes for the found misaligned jaws condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the damaged found on the shroud top; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. The reported event could not be confirmed as no "clip would not hold" issues were noted during functional testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.